Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 06-feb-2023 . Investigation summary customer returned (1) used 32gx4mm pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, and no damage was observed to either the patient end or non-patient end cannula. The sample was tested for flow using a test pen injector and was able to expel properly. The alleged issue could not be confirmed based on the sample provided. No DHR review can be carried out as lot number is unknown. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked".